Event description:
It was reported that a patient underwent a sling procedure to repair stress incontinence on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with dilation and curettage posterior due to stress urinary incontinence, dysfunctional uterine bleeding and intrauterine mass. The patient experienced pain, infection, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: concomitantly during implantation of the mesh, the patient underwent a dilatation and curettage, hysteroscopy, resection of intrauterine fibroid, posterior colporrhaphy, and enterocele repair. The patient experienced vaginal pain, leg pain and has been seen by several physicians since the mesh was implanted. On (B)(6) 2010, the mesh was removed.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, rectocele and cystocele.

Event description:
It was reported that following insertion the patient experienced bleeding, rectocele and cystocele.

Manufacturer narrative:
It was reported that the patient underwent a total abdominal hysterectomy with bso in 2009. It was reported that patient underwent laparoscopy with lysis of adhesions and revision of the vaginal cuff on (B)(6) 2009 due to pelvic pain after hysterectomy.